Event description:
It was reported that this right ventricular (rv) lead had no capture during interrogation. Boston scientific technical services (ts) discussed that left arm stimulation is likely pocket stimulation. In addition, noise and possible loss of capture (loc) was noted on electrogram (egm) and fracture was the suspected cause. This lead was surgically revise and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial emdr in h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead had no capture during interrogation. Boston scientific technical services (ts) discussed that left arm stimulation is likely pocket stimulation. In addition, noise and possible loss of capture (loc) was noted on electrogram (egm) and fracture was the suspected cause. This lead was surgically revise and new lead was placed. No additional adverse patient effects were reported.